Manufacturer narrative:
It was further reported that another isi field service engineer (fse) investigation was performed and the remote arm controller (rac) was proactively replaced by the fse as a result of the intermittent issue. Isi received the replaced rac for investigation. The replaced part was tested with an in-house system and no functional issue was identified. The customer reported issue was not reproduced during this testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, multiple recoverable error code 22003 occurred on patient surgical manipulator (psm)2 was observed when docking the patient side cart (psc). The technical service engineer (tse) guided the customer to readjust the set up joint (suj) and psm arm position then recover the error but the issue persisted. The tse guided the customer to check the error log. The error pointed to setup joint (suj) axis 1. The customer disabled psm2 to continue the surgery. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event from the operating room nurse: the procedure was completed using 3 psm arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked the error log and found recoverable error code 22003 pointed to the suj string potentiometer (string pot) of psm2. The suj string pot 2 was replaced. The suj was recalibrated. Following this, the system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.